Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-02227. It was reported that the patient experienced nausea regardless with stimulation on or off. As such, surgical intervention took place on (B)(6) 2023 wherein the leads were repositioned to more medial position to address the issue. Reportedly, nausea has resolved.